Event description:
It was reported that a spectrum pump would not deliver fluid. The customer stated that the device was tested at a rate of 999ml/hr and no fluid was delivered. The device was also tested at a rate of 200ml/hr with the same result. There was no occlusion observed during testing. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received but was not able to evaluate the device. When the eval is complete, a supplemental report will be submitted.